Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called stating that he experienced a red heart alarm while he was at home and connected to the power module. The pt exchanged the system controller and went to the hospital (reference MFR. Report # 2916596-2012-00680). While the pt was on the new system controller, he experienced another red heart alarm while connected to hospital's equipment. The second red heart alarm happened while the pt was giving a urine sample and was going from sitting to standing position. The pt was unable to tolerate the red heart alarm. The pt received medications and was intubated for a short period and was extubated quickly. The second system controller was exchanged. The hospital staff was unsure if the pump has stopped or not, and suspected that the issue might be with the percutaneous lead. The system controller log file was reviewed and a pump stop was noted. There was no way to determine how long the pump stop duration occurred but it appeared that once the pump started again and stabilized, the pump parameters went back to normal. X-rays were taken of the external portion of the driveline and the pt's chest. There was no definitive area of concern noted in the x-ray. While in ICU, the pt's driveline was manipulated and the pt changed positions, but there were no further alarms. After 2 days of no alarms, a decision was made to discharge the pt to home with two additional back-up system controllers. The pt remains ongoing.

Manufacturer narrative:
The device was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.